Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted early due to high left ventricular (lv) lead thresholds. The ICD was explanted and replaced while the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2011; 407645 lead, implanted: (B)(6) 2004. (B)(4).